Event description:
Intra-aortic balloon pump catheter with fiber-optic sensor initially "zeroed and calibrated" as usual but then lost fiber-optic "zero" prior to insertion in patient. Back-up counter-pulsation therapy initiated via arterial pressure. At some point towards the end of the case, the arterial pressure was lost. Therapy was discontinued and the iabp catheter was exchanged for another (same type) and the fiber-optics and arterial pressure worked.